Event description:
It was reported that dilator tip damage occurred. During preparation for a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. Following removal from the packaging, rough edges were noted on the tip of the dilator. The procedure was completed successfully. No patient complications were reported. No further information was provided on how the reported issue was mitigated prior to the completion of the procedure. The sheath is expected to be returned for laboratory analysis. It was further reported that the dilator was not replaced; the physician just removed the rough edges that were reported with their hands. A small micro crack was noted on the dilator.

Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Visual and microscopic inspection confirmed that the dilator tip was damaged. Inspection of the dilator found that the outer diameter at the tapered edge of the dilator and interior of the dilator tip having damage. Burrs were observed on the interior of the dilator tip and skiving at the tapered od. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that dilator tip damage occurred. During preparation for a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. Following removal from the packaging, rough edges were noted on the tip of the dilator. The procedure was completed successfully. No patient complications were reported. No further information was provided on how the reported issue was mitigated prior to the completion of the procedure. The sheath is expected to be returned for laboratory analysis. It was further reported that the dilator was not replaced; the physician just removed the rough edges that were reported with their hands. A small micro crack was noted on the dilator.

Manufacturer narrative:
B5: describe event or problem - updated with additional information. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that dilator tip damage occurred. During preparation for a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. Following removal from the packaging, rough edges were noted on the tip of the dilator. The procedure was completed successfully. No patient complications were reported. No further information was provided on how the reported issue was mitigated prior to the completion of the procedure. The sheath is expected to be returned for laboratory analysis.